Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Event description:
Customer reported via phone call that there was moisture behind the screen. Customer's blood glucose level was unknown. Customer also stated that they did not hear fluid when shaking the insulin pump and saw fluid under the lcd. The device will be returned for analysis.